Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self test, and unexpected restart error test. Pump passed all operating currents tested with in the specified range and passed off/no power test. Pump received with cracked reservoir tube lip, cracked reservoir tube window, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 34 mg/dl. Customer stated that he treated with orange juice, which brought his blood glucose level up to 54 mg/dl, then later treated with food which brought him up to 164 mg/dl. Blood glucose level at the time of the call was 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.